Manufacturer narrative:
B3 date is approximate. The month and year of the event are confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were told by their manufacturer representative (rep) to turn their stimulation off before they go to bed. Patient said they turned their stimulation down to 0, but they still felt like they were getting too much stimulation. Patient also said their vibration and feeling like the vibrations weren't off and had been on all night and all day and was getting worse. Patient described a low pain from their feet up to the bottom of their knees just before their knee and said it had moved up because the way the rep set it up was just for their feet, ankles, and a little bit of their legs. Agent had patient check their stimulation settings and patient confirmed they were on group a program 1 at 0.0. Agent suggested patient increase stimulation in programs 1 and 2 up from 0.0. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated they notified a different rep today via phone call, and rep told patient to call patient services. Agent reviewed this was therapy related.